Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd culture yielded growth of acid-fast bacilli, but the organism remains unknown. Based on the reported information the cause of patient¿s peritonitis cannot be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient had peritonitis. There were no reported issues with any fresenius products that caused or contributed to the reported event. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported that on (B)(6) 2020 the patient was hospitalized with peritonitis. Per the pdrn, the patient¿s pd culture yielded growth of acid-fast bacilli (organism not provided). During hospitalization, the patient received unspecified antibiotics. Additionally, the patient required removal of their pd catheter (not a fresenius product) and the patient was transitioned to hemodialysis. On (B)(6) 2020 the patient was discharged continuing outpatient hemodialysis for renal replacement needs. The pdrn was not able to provide the cause of the peritonitis. However, the pdrn stated the patient did not have any issues with fresenius device, product or drug in relation to the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.